Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Event description:
The patient presented emergently on (B)(6) 2025 with abdominal pain. It was identified that the patient's abdominal aortic aneurysm (aaa) had ruptured. The ruptured aaa was successfully treated with the implant of an alto abdominal stent graft system. The patient expired one-hour post-implant due to hemodynamic instability issues. Note: the alto¿ abdominal stent graft system has not been evaluated in patients who have traumatic aortic injury or rupture, acutely ruptured aneurysms, aneurysms pending rupture, or those that require other emergent aorta/ aneurysm treatment.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the preexisting rupture, hemodynamic instability, and death complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest the patient experienced a postoperative cardiac arrest and did not survive. The cause of death was attributed to a preexisting ruptured iliac aneurysm. No procedure related harms were identified. The most likely causation for the patient death was determined to be anatomy related therefore unrelated to the device, procedure or use environment. The final patient status was reported as deceased. No additional investigation of this reported adverse event is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events. Corrections: g3: awareness date - updated. H6 investigation finding codes - remove code 3233. H6 investigation conclusion codes - remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the preexisting rupture, hemodynamic instability, and death complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows evidence that the patient experienced a postoperative cardiac arrest and did not survive. The cause of death was attributed to a preexisting ruptured iliac aneurysm. The ruptured iliac aneurysm is considered cautionary product usage. The device was used off-label due to the absence of an abdominal aortic aneurysm. It is unlikely that this contributed to the reported event. The final patient status was reported as deceased. No additional investigation of this reported adverse event is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events. Corrections: b6: relevant tests/laboratory data, including date ¿ updated. G3: awareness date ¿ updated. H6: medical device problem code ¿ remove code 2993.